Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and transmitter. The customer also reported a cannot find sensor signal. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue could not be resolved. It was unknown whether the customer will continue to use the insulin pump and the transmitter will not be returned for analysis.